Manufacturer narrative:
The insulin pump had unresponsive buttons due to flattened (creased) act and up buttons dome switch. No unlocked keypad connector noted. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify no delivery alarm due to unresponsive button. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and shifted end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarm. Blood glucose level at the time of the incident was 121 mg/dl. The customer performed 5.0 unit fixed prime and insulin did not exit. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.